Event description:
A greenfield filter was implanted on (B)(6) 2008. On the same day it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2008. Intraoperative duplex revealed a free floating right superficial femoral vein thrombus. Using ultrasound guidance, the medical personnel were able to cannulate the right common femoral vein using an 18 gauge hollow bore needle and a metal wire was placed in the vein. A 4f introducer was inserted and a 4f pigtail was inserted up to the l2-l3 disk space. A cavagram was performed using a power injector and the pigtail catheter. This revealed the level of the right renal vein and no anatomic abnormalities were present. The filter was fired through a 12f introducer below the level of the renal veins. Completion venogram revealed some tilt in the filter, but otherwise was in good placement. Gentle pressure was held over the site. After closure and dressings were applied, the patient was brought back to the floor in a stable condition.

Manufacturer narrative:
Corrections: b1 corrected from adverse event and product problem to product problem corrected from h6 patient codes corrected from thrombosis 2100 to no clinical signs, symptoms or conditions e2403.

Event description:
A greenfield filter was implanted on (B)(6) 2008. Intraoperative duplex revealed a free floating right superficial femoral vein thrombus. Using ultrasound guidance, the medical personnel were able to cannulate the right common femoral vein using an 18 gauge hollow bore needle and a metal wire was placed in the vein. A 4f introducer was inserted and a 4f pigtail was inserted up to the l2-l3 disk space. A cavagram was performed using a power injector and the pigtail catheter. This revealed the level of the right renal vein and no anatomic abnormalities were present. The filter was fired through a 12f introducer below the level of the renal veins. Completion venogram revealed some tilt in the filter, but otherwise was in good placement. Gentle pressure was held over the site. After closure and dressings were applied, the patient was brought back to the floor in a stable condition.